Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
It was reported to vyaire that the vela ventilator touch screen is not responding to touch. There was no patient involvement associated with the reported issue.

Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. I was unable to duplicate and isolate the reported "the screen was not responding to touch. The typical watermark on the bottom right corner of the screen indicated and confirmed screen delamination" problem to fluid ingress residue. This is a known issue and will be internally investigated within vyaire.